Event description:
It was reported that the insulin pump had an error alarm and the alarm was noted to be persistent. Customer's blood glucose reading at the time of the call was 11.3 mmol/l. No further information reported.

Manufacturer narrative:
The insulin pump was received with new software release detected alarm followed by failure of flash memory alarm due to poor solder joints at ua on the mother board. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.